Event description:
The surgeon reported that during a post op visit, the patient had metal particulates in her operated eye. The surgeon states the patient status is great with no inflammatory reaction. No patient injury was reported. The surgeon's concern is the inertness of the substance, which he thinks is metal in origin, and speculates to be titanium. The surgeon's other concern is if the patient were to have any imaging performed, if that would be of significance. The surgeon's medical opinion is to leave the particulate, since it may not have a medical impact upon the patient.

Manufacturer narrative:
Titanium is the predominant composition of the handpiece, and the primary component of metallic nature that would be exposed to the fluid path. The company clinical specialist reviewed with the surgeon the importance of ensuring single use of tips and sleeves, to maintain proper cleaning and sterilization methods, and to evaluate the pipings and fittings of the autoclave for potential corrosive material being shed during autoclaving. Articles referencing the inertness of particulates were sent to the surgeon. One article is related directly to the safety of MRI imaging with small particulates that are within specifications of our products robust verification and validation testing prior to product release. No samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation.